Event description:
A ca relink alert was generated on (B)(6) 2020 regarding rv lead impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).